Event description:
Per the clinic, the patient experienced a change in sound quality and non-auditory pain/sensation, resulting in the decision to discontinued use of the device on (B)(6) 2013.

Manufacturer narrative:
This report is filed april 9, 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device.this report is filed december 20, 2013. Device not currently available.